Event description:
It was reported that during the implant attempt, the lead was repositioned many times while trying to find a good position, and each time the helix became more and more difficult to retract. The lead was removed and tested, and the helix was found to be retracting with difficulty. The lead was not used, and the implant procedure was rescheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to be stretched, and appeared to have been damaged at implant. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The inner insulation was kinked buckled. The analyst noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.